Event description:
A malfunction was reported, indicated by malfunction code 12, which the customer experienced at least three times without any notable events occurring beforehand. There was no adverse impact on the customer's blood glucose level. Technical support arranged to replace the pump under warranty, and the customer planned to use multiple daily injections as a backup therapy. The customer was instructed to put the pump into storage mode and return it within 10 days using a pre-paid label, all of which they understood and acknowledged.